Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform an "incompatible sensor" message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of either glucagon, insulin, or other medication by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated and no physical damage observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. An extended investigation was further performed. The sensor was scanned on the evm (evaluation module). Sensor state 1 and no insertion failures were observed indicating the sensor was never activated by the user. The sensor was activated with a known good reader and no issues were observed. Communication and activation were observed. Incompatible sensor message was not observed. Therefore, this issue is not confirmed to use due to the sensor not being activated by the user after application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform an "incompatible sensor" message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of either glucagon, insulin, or other medication by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via a webform an "incompatible sensor" message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of either glucagon, insulin, or other medication by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.